Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was removed from the anatomy and is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip referenced is filed under a separate medwatch report.

Event description:
This event is filed to report the clip embolization of the first clip. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr) grade 4, underwent a mitraclip procedure. The first clip delivery system (cds) was advanced and the clip was deployed. The mr was reduced to grade 1. Approximately 5 minutes after deployment, the clip detached from the anterior mitral leaflet (single leaflet device attachment /slda) and the mr increased to grade 4. Two additional clips were deployed, one medial and one lateral, to stabilized the detached clip. The mr was successfully reduced from grade 4 to grade 1. The patient was transferred to the intensive care unit (ICU) post procedure, where a transthoracic echocardiogram (tte) was performed. It was noted that the clip implanted medially had also detached from the anterior leaflet (slda) and the mr had increased to grade 2-3. On (B)(6) 2017, the patient underwent a surgical mitral valve replacement; however, it was noted that the two slda clips had also detached from the posterior leaflet. The first clip was found in the aortic arch and was removed. The medial clip was seen in the pelvic artery and was left in the anatomy. The third clip remained attached to both leaflets and was explanted when the mitral valve was replaced. The mitral valve replacement surgery was performed and the patient did well. It was noted that the patient had undiagnosed barlow's disease. No additional information was provided.

Manufacturer narrative:
(B)(4). The lot number, unique device identifier (UDI), manufacture date and expiration date is reported as unknown because it could not be confirmed which of the three implanted clips detached from the leaflets; therefore, the information is as follows: lot: 70223u183, (B)(4), date of manufacture: 02/23/2017, expiration date: 02/23/2018. Lot: 70223u186, (B)(4), date of manufacture: 02/23/2017, expiration date: 02/23/2018. Lot: 70222u111, (B)(4), date of manufacture: 02/23/2017, expiration date: 02/23/2018. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of clip emboliztion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) appears to be related to challenging patient morphology/pathology and likely a result of the prolapsed leaflets and barlows disease of the valve. The patient effect of embolism appears to be a result of procedural conditions and due to the ccd. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.